Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #unk, lot #unk, description: unk size 1 triathlon tibia; cat #unk, lot# unk, description: unk size 1 9 mm cr insert; cat #unk, lot #unk, description: unk a 29 mm x 3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's lack of motion.

Event description:
It was reported that, "surgeon commented on pt's lack of motion. Removed all components and reimplanted triathlon ts."